Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. False positives occurred in a rack which has gone offline. Yesterday evening, the instrument flagged multiple bottles as positive around the same time. The customer carried out a gram staining on the bottles and all were negative. 4 false positive blood cultures. Confirmatory testing: gram staining was negative. Customer always first confirms positive cultures with a gram stain before reporting. No false results reported.

Manufacturer narrative:
H.6. Investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer (fse) visited the site and installed the shorting boards. The complaint is confirmed as a failure of bd product and the root cause is "unknown". This is a known issue that has already been corrected with CAPA 410111 to install shorting boards to the rack pcbs. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Service history review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. Complaints for ¿results¿ issues which included " false positives " complaints are under statistical control for the month of may 2022. The upper control limit was not breached. Quality will continue to monitor the " false positives ¿complaints. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "false positives occurred in a rack which has gone offline. Yesterday evening, the instrument flagged multiple bottles as positive around the same time. The customer carried out a gram staining on the bottles and all were negative. 4 false positive blood cultures. Confirmatory testing: gram staining was negative. Customer always first confirms positive cultures with a gram stain before reporting. No false results reported."